Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the issue was the extension wasn't fully connected to the battery, but the cause of this wasn't determined.

Manufacturer narrative:
The event date is an estimated date. Concomitant medical products: other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 07-aug-2022, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had symptoms return and requested reprogramming. Reprogramming the battery occurred but a date is unknown. The patient presented with open circuits on all contacts except for 0 after being implanted on (B)(4) 2021. The rep denies patient fall. The patient had exploratory battery surgery today on (B)(4) 2021 to see if there was a connection issue with their battery/extension. After opening the pocket, an issue was observed between the battery/extension connection. After reconnecting the battery and extension 3 times, the surgeon made the decision to open the lead/extension connection to test lead impedances. All lead impedances were normal. The surgeon then decided to replace the existing extension with a new extension. This new extension was then connected to the existing battery. All impedances were normal and the kicker was closed. The issue was resolved.